Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer preformed a system check and confirmed insulin drips at the end of the tubing. Reportedly, the customer would re-insert the infusion set to a different area and resume insulin delivery. It was reported that the customer sometimes uses cartridges for 3-4 days with humalog insulin.